Event description:
The complaint was reported as: complaint alleges: "when using the product to clip the vessel, it would not release and was pulling on vessels around the kidney." Unk condition of pt. Add'l info requested, but not rec'd in time for this report.

Manufacturer narrative:
Device sample has not been rec'd by MFR in time for this report.